Event description:
Per the surgeon's report, this pt has a history of coghan's syndrome. He has experienced a buzzing sound with his cochlear implant system. His post-operative x-ray revealed a tip foldover with 2 electrodes touching each other. These 2 electrodes were short-circuited. The surgeon explanted the device in 2006 and reimplanted the pt with a new device. The buzzing sound is still present.